Event description:
Customer reported that a non-pregnant pediatric patient, age not disclosed, tested on leadcare ii generated an initial "high" result (>65 g/dl). The customer re-collected a sample from the same collection site because the patient was still bleeding. The re-collected sample was tested on leadcare ii and produced a "low" result (<3.3 g/dl). The customer reported that the patient was not sent for confirmatory venous testing and is scheduled for a repeat leadcare ii test in one month. The customer noted that the nurse manager collected the samples and reviewed the cdc guidelines and the package insert as part of ts troubleshooting, and no procedural deviations were identified.